Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported it had sparks toward the end of the fiber toward the generator during an unspecified procedure involving an olympus powered laser surgical instrument. There was no patient injury reported.